Event description:
Ventilator not functioning when rn entered ICU cubicle. Had just attended to pt approx 5 min prior. Pt noted to have circumoral cyanosis but breathing shallowly on their own. Ventilator alarm did not sound. Pt ambued and placed on another ventilator. Pulse ox decreased to 85% but color returned with o2 support. No adverse outcome. Internal alarm battery defective on/off switch defective. Operational check performed and found defective alarm battery and on off switch. Replaced alarm battery and switch. Performed pm. Installing filter kit 2 main battery.